Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Intuitive surgical, inc. (Isi) technical service engineer (tse) advised the isi csr if the arm was in control of the surgeon it would fire. The isi csr will monitor the issue and call back if needed. No issue with the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the surgeon accidentally fired the bipolar instrument when it was out of view resting on the bowel. The isi csr confirmed that the surgeon had looked and had not found any tissue damage at the time of the call. The isi csr wanted to find out if it would fire. The isi technical service engineer (tse) advised the isi csr it would if the arm was in control of the surgeon. The isi csr will monitor the issue and call back if needed. No issue with the system was noted. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeons wanted to clarify if the jaws of the instrument were transferring the energy in an open a closed position. The surgeon was not grasping tissue and was not in control of the instrument but near the bowel. No tissue damage was seen or reported. There was no issue with the instrument, and no return was necessary, it was just a question regarding functionality. No unexpected tissue removal and no bleeding. The procedure was robotically completed in the original configuration.